Manufacturer narrative:
Device evaluation the reported pipeline flex embolization device (ped) was returned and evaluated. As received, the ped was within its accompanied mic rocatheter. The ped was withdrawn from the microcatheter for further examination. It was noted the proximal end of the delivery wire was bent; the distal hypotube appeared stretched. Both ends of the ped braid were found fully opened, but with moderate fraying. No other anomalies observed. Based on the product analysis, the report of ped braid did not open at the distal segment was not confirmed. The observe damages on the ped braid and delivery wire most likely occurred when excessive friction was encountered during delivery of the ped and the ped braid being resheathed for more than the recommended 2 times. However the cause of the clinical experience could not be determined. The ped instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and microcatheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." "The system is designed to allow for 2 full cycles of resheathing of the pipeline¿ flex embolization device. Warning resheathing the pipeline¿ flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, the cause of the incident cannot be conclusively determined from the available information. Should the reported device be returned and evaluated, additional information will be submitted in a follow up report.

Event description:
Medtronic received information that the pipeline flex embolization device (ped) met resistance at the distal segment of the micro catheter. Upon deployment of the ped, it failed to open completely at the distal segment during a flow diversion procedure. The ped was used to treat the patient's saccular aneurysm located at the right ophthalmic segment of the internal carotid artery which measured 4mm in max diameter and 3mm in neck width. This distal and proximal landing zone artery sizes were 3.5mm and 4.2mm respectively. Vessel tortuosity was described as normal. It was reported the ped was prepared as indicated in the instruction for use. During the delivery of the ped through the micro catheter, resistance was met at the distal segment of the catheter. At deployment, the distal segment of the ped was half open. The physician unsheathed the ped further to more than 50%. The problem was unresolved. The ped was resheathed and unsheathed for 2 more times. The distal segment of the ped remained incompletely opened. The ped with the micro catheter was retrieved from the patient. New devices were used to complete the treatment for the patient. No injury reported.